Event description:
Reporter stated that patient received the following results on performa nano system compared to a professional meter within 10 minutes: 9.0 mmol/l (performa nano system) and 32.0 mmol/l (professional meter). Customer was treated intravenously with lantus insulin. Customer was monitored for the next 5 hours and felt better. Customer has fully recovered and is well at home. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). Device will not be returned.